Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly the next day after it was implanted. A revision surgery was performed, upon inspection a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Fluid leakage due to a pinhole was found in the middle of the first cylinder. The pinhole is consistent with sharp instrument damage probably caused during the explant procedure. No visual damages nor abnormalities were found in the second cylinder or the reservoir, and both components passed leak testing. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut, and it was not returned for analysis. Under microscope examination the deflation ball was misaligned in the pump, being seated too far forward which caused the pump not to pass deflation tests; however, it did pass leakage test. Based on the information available and analysis results, the misalignment of the pump deflation ball could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly the next day after it was implanted. A revision surgery was performed, upon inspection a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.